Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter break occurred. A direxion hi-flo was selected for use. During unpacking, it was noted that the catheter was broken. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A microscopic inspection of the shaft and tip were performed. The device showed 1 break on the shaft at approximately 16.5cm from the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a catheter break occurred. A direxion hi-flo was selected for use. During unpacking, it was noted that the catheter was broken. No patient complications were reported.